Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 700 mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room with moderate ketones. Customer was discharged the following day with the issue resolved and no permanent damage; treatment provided was not known. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.